Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the side of right anterior tibial artery (ata) via anterograde approach. The 100% stenosed, chronic totally occluded target lesion (cto) was located in the moderately tortuous and severely calcified right ata. After a 014 non- bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, on first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed completely from the patient and the procedure was completed with a 1.5x20 balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc device. The balloon was loosely folded with blood in the balloon and lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube, and inner shaft bunching. Microscopic inspection revealed tip damage. Microscopic inspection revealed a longitudinal tear 6mm long. Microscopic inspection found no irregularities or defects with the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the side of right anterior tibial artery (ata) via anterograde approach. The 100% stenosed, chronic totally occluded target lesion (cto) was located in the moderately tortuous and severely calcified right ata. After a 014 non- bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, on first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed completely from the patient and the procedure was completed with a 1.5x20 balloon catheter. No patient complications were reported and the patient's status was good.